Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is made available.

Event description:
It was reported that the iab sensor port of the cs300 intra-aortic balloon pump (iabp) was damaged. The circumstance of the event is unknown, but no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) evaluated the iabp and observed that the iab sensor output clip was broken. To resolve the issue, the stm replaced the fiber optic assembly, and the iabp passed all calibration, functional and safety tests performed. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that the iab sensor port of the cs300 intra-aortic balloon pump (iabp) was damaged. The circumstance of the event is unknown; however, there was patient involvement and no adverse event was reported.